Event description:
Information received with return of the explanted device notes that when the magnet was placed over the device, the pacemaker dependent patient became asystolic. A few seconds later, the patient regained consciousness. The device was subsequently replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received